Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that when sample tubes are improperly labeled, the aptio automation instrument does not recognize the error. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed tube identification in the tim software. All tall tubes were processed correctly; however, short tubes resulted as unknown cap color and tube type. The cse discovered the tim cover door was not closing behind tubes due to missing counterweight. With the door open, the tim was unable to confirm cap color and tube type. The cse replaced the counterweight, verified and adjusted camera settings, and adjusted and aligned as needed. All color test tube colors, were re-done. The cse ran multiple trials of the test tubes at random intervals. The configuration settings were corrected to enable the vision system for all tube colors. The cause of the event was due to missing counterweight. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Mislabeled patient sample tubes were handled by the aptio automation system tube inspection module (tim). A patient test tube was incorrectly labeled and a comprehensive metabolic panel was ordered on a tube which should have been tested for a complete blood count. The results were noticeably discordant and were held in the centralink. Discordant results were not reported to the physician(s), and the patient was redrawn. There are no known reports of patient intervention or adverse health consequences due to the mislabeled patient sample tube which was handled by the aptio automation system.